Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial alignment fixation pin fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found signs of repeated use and the long spike has fractured off and wasn¿t returned. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Device has a potential filed age of 5+ years and exhibits signs of repeated use with approximately 100 uses. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.